Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, the results of this investigation are inconclusive and determining a definite root cause and corrective action is not possible. There was one other complaint found related to (B)(4) for this failure mode.

Event description:
Reporter indicated peripherally inserted central catheter (PICC) line inserted 6 days prior to incident, after numerous attempts by PICC team. This line kept puckering with withdrawal of guidewire, but physician able to get it out fully. Line flushed well and was intact. On date of occurrence, line snapped at the purple hub. Line was removed/did not need surgical intervention. Baby needed to be poked numerous times after for ivs.